Manufacturer narrative:
Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the mp-50 monitor fell down on a pt after an IV pole attached to the bed railing hit the monitor at the bottom when the bed was raised, releasing the monitor from the mounting bracket.